Event description:
It was reported that the patient could not adjust her stimulation. All of the lights on the programmer remained on after pressing all the buttons. The pt was advised to change the batteries in the programmer. No further info is known.